Event description:
It was reported that the health care professional found a latitude red alert on this right ventricular (rv) lead. The alert detected was for high out of range shock lead impedances (sli) measuring 126 ohms. It was noted that the impedances have been variable but stable over the last year however, there was an out of range sli from (B)(6) 2019. Boston scientific technical services recommended to increase the out of range shock limit. The health care professional will reprogram the device at the next in clinic office check and will continue to monitor the patient. This rv lead remains in service. No adverse patient effects were reported.